Event description:
Customer indicated that on (B)(6) 2015, they had a blood gas sample that typed in the wrong patient ID and the wrong patient name was assigned to the sample. The patient ID typed in was (B)(6) and the patient name came up as (B)(6) and the correct patient ID was supposed to be (B)(6) and patient name (B)(6). Customer indicated that the sample was run and the results were sent to rapidcomm (data management system). Customer indicated that they wanted to fix the error both in the analyzer and rapidcomm. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that they took the printout and looked at it and the operator realized her error and wrote the right name on the paper. Customer reported correct results to the doctor. Customer indicated that they wanted to fix the error both in the analyzer and rapidcomm. Siemens representative had customer go to the analyzer and go to recall patient and had him highlight the patient ID that was entered incorrectly, had him type in the correct patient ID and press the green arrow. The patient name is now correct. The issue has been resolved. The event has occurred due to an operator error.